Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, they were experiencing high blood glucose of 400 mg/dl. Customer experienced symptoms such as headaches. Customer treated high blood glucose with manual injections. Troubleshooting was performed. Drive support cap was reported as normal. Customer is calling back to perform high pressure test. Customer declined to check presence for air bubbles and leaks. Declined checking for possible site and insulin issues. Declined to check the settings. Customer declined further troubleshooting on the device. The insulin pump is not returning for analysis.

Manufacturer narrative:
Findings: pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test,displacement test and rewind test. Pump received with scratched display window, broken battery tube threads, broken reservoir tube lip, cracked reservoir tube and cracked reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.